Event description:
It was reported to philips that the cardio-version was not successful and sync function is faulty. There was no direct harm to the patient reported, however the event caused a delay in therapy.

Manufacturer narrative:
When the staff was using the defibrillator for synchronized cardioversion, the first 2 shocks were completed without a problem (100j and 150j). When attempting the third shock at 200j, the machine had dots on qrs system as expected when sync is on. However, when holding down the shock button, the machine would not discharge energy. The shock button was held down long enough that the machine disarmed itself. Checked pads and connections, which had no issues. Turned device off and on again and was able to shock at 200 j. The device put the patient into cardiac rhythm. The patient was then resuscitated by medical staff. A philips clinician reviewed the provided ECG monitoring strips. Without the actual event file (.mic), we cannot definitively state that the device was not in sync mode. However, there are no visible r-wave markers, which would indicate that the device did not have sync mode engaged. In the absence of sync mode, any shocks delivered would be asynchronous, which has the potential to induce ventricular fibrillation. The biomedical engineer tested the device and did not find any faults. The device issue was not reproduced. However, out of an abundance of caution, the defib was pulled from service. The device to be replaced by a different manufacture model.